Event description:
The clinician reports the implant was inserted on (B)(6) 2022 in ada 3. Details of surgery: sinus perforation and sinus augmentation. On (B)(6) 2023, non-osseointegration was verified. Patient presented with bone type IV, fair oral hygiene, bruxism, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and mobility. No further patient complications were reported.